Event description:
It was reported that a flo-gard infusion pump presented an f-39 alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, alarm log review, and functional testing were performed. No alarms, malfunctions or abnormalities were identified during testing. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. The device was found to operate per specification. Should additional relevant information become available, a supplemental report will be submitted.